Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. The hp stated that they connected before priming was completed. The technical service representative (tsr) explained the alarm, had the hp cycle the power on the hc device to clear it, and advised the hp to restart therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Although the home patient indicated that they had connected to the homechoice unit before the prime was finished, insufficient information was provided to determine the cause of the alarm, since it is unknown whether the clamp and/or transfer set were open. If additional relevant information becomes available, a supplemental report will be submitted.